Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient was hospitalized for possible stroke and was unconscious. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.